Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and failure analysis investigations replicated /confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. There was no material missing, however, the conductor wires were exposed. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The complaint regarding broken steel wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a visible steel wire broken at the joint. The associated procedure was completed with no reported injury or delay.